Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and exhibited high pacing thresholds. It was observed that the rv lead showed an intermittent capture. In addition, additional slack was given to this lead. Additional information indicates that dislodgement was confirmed via chest x-ray. Moreover, the lead was repositioned with normal testing values. This rv lead remains in service. No additional adverse patient effects were reported.